Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller was showing ¿replace generator soon¿ error message. It is undetermined if the ipg is exhibiting normal or premature depletion. Surgical intervention may take place at later date to address the issue.